Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by an affiliate that the hospital reported this device was not work correctly, possibly it would be clogged.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Additional event information received on 10/24/2018. Device is being returned to analysis site, see rmao for further details. By mistake, along with the product, there is a certificate of decontamination.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and evaluated. The active tip of the device appears to have been used and shows signs of activation. Tissue debris is also evident around the tip of the device. No obvious sign of activation is evident on the cap of the device. Additionally, the plug of the device appears to be undamaged, and is an out of box condition. The suction tube of the device appears to have been used, with signs of debris and dried saline evident. The device was sent to the supplier for further evaluation and testing. Test results of the device can be found in the investigation report attached. The device handle was opened up to inspect for blockages. No clear and obvious blockage was evident within the visible suction path inside the handle. The valve body was dismantled confirming no debris was located within the valve body. The valve was assembled into the device and the flow test conducted again, resulting in a flow of 5.8ml/min. From the evidence of the testing conducted, it would suggest that the blockage is located at the distal end of the device, and without further deconstruction of the device, the exact location cannot be confirmed. The device passed all electrical and activation testing. The initial customer complaint stated that the device "possibly could be clogged". The device as presented was found to have a blocked suction path, confirming the initial customer complaint. The investigation could not confirm the exact location of blockage, but evidence suggests that the blockage is at the distal end of the device. Further investigation would be required to confirm this. Per supplier investigation results, no manufacturing defect was found, therefore the probable root cause of the suction blockage has been determined to be normal procedural debris. The supplier has reviewed this complaint failure mode against their risk assessment documentation which states that poor suction flow through device due to tissue blockage caused by tissue entering the tip and leading to a blockage. Additionally, the product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. Furthermore, a DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in the future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).